Event description:
Elevated blood glucose levels [blood glucose increased] case description: a diabetes nurse educator reported that a pt experienced elevated blood glucose levels while using an innovo insulin delivery device. The pt switched from conventional insulin syringes to an innovo insulin delivery device on 12/2001. Their blood glucose levels were well controlled until 2002, when they began to elevate. The reporter stated in 2002, the pt's family member was "playing around" with the innovo device and family member opened the slide. The pt continued to administer their insulin with the device but, according to the pt, it was not delivering any insulin. The reporter did not know if the pt was doing an air shot prior to each injection as recommended in the instruction manual. The following day, the pt went to the emergency room because their blood glucose level was higher than 500 mg/dl. In the emergency room their blood glucose level was 600 mg/dl. Pt was given 10 units of regular insulin (brand unknown) subcutaneously and their blood glucose level went down to 275 mg/dl and pt was sent home without further treatment. There had not been any changes in their diet, medication, activity level or health status at the time of the event. Since the event the pt has been instructed on the proper use of the innovo device and pt continues to use without difficulty. No sample available for testing. Concommitant medication: lantus. Comment: the pt used the innovo device for one month without having problems using the device and apparently without dysregulation of the diabetes. The pt's hyperglycaemia occurred after the device had been tampered with by family member. After instruction of proper use of the device, it is now handled correctly resulting in adequate blood glucose control.